Event description:
It was reported that this right atrial (ra) lead exhibited a low out of range pacing impedance measurement less than 200 ohms when the lead was programmed to ra ring to can configuration. The patient was noted to be in chronic atrial fibrillation (af). Boston scientific technical services (ts) discussed the option of programming the associated pacemaker to vvir. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.